Event description:
It was reported that the wire jammed in the tensioner, and that the cable tensioner does not open wide enough. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the wire tensioner is jammed. Unfortunately we are not able to determine the exact cause of this damage. Regardless of this, a delivery stop concerning this item had been initiated. The new design is already available from the stock. The new item is available under the number (B)(4).